Event description:
The customer reported that they received questionable results for ten patient samples tested for calcium. Two have erroneous results and were reported outside of the laboratory. One had an erroneous result and it is unknown if this result was reported outside of the laboratory. The first sample initially resulted as 12.9 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer (serial number (B)(4)) and resulted as 9.6 mg/dl accompanied by a data flag. The 9.6 mg/dl value was believed to be correct. The second sample initially resulted as 12.2 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer (serial number (B)(4)) and resulted as 9.2 mg/dl accompanied by a data flag. The 9.2 mg/dl value was believed to be correct. The third sample initially resulted as 13.1 mg/dl accompanied by a data flag. The customer did not know if the initial 13.1 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer (serial number (B)(4)) and resulted as 8.9 mg/dl. The 8.9 mg/dl value was believed to be correct. The customer stated that since the corrected results were called right away, she does not know of any adverse effects to the involved patients. The field service representative determined that the rinse water nozzle was clogged. He removed the clog and replaced all rinse mechanism tubing. He ran diagnostics and a cell blank, these passed. The customer ran quality control and this passed.